Manufacturer narrative:
Corrected data: e2, e3, h6(component code: removing ¿cover¿, medical device problem code: removing ¿thermal decomposition of device¿). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined nor presumed as it is unknown whether the device reprocessing steps were followed in accordance with the instructions for use and no physical damage to the affected area was noted. It was further found that the plastic distal end cover was not burnt. The statement of ¿due to burn on c-cover, insulation resistance value at distal end does not meet the standard value¿ was erroneously added to the device evaluation report and has sense been corrected. The event can be detected/prevented by following the instructions for use which states the detection methods in gif-ez1500 operation manual chapter 3 preparation and inspection and the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/ water cylinder and tube and a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.